Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The representative reported that the battery and leads were disposed of at the facility; cultures were taken of the fluid at the time of explant on (B)(6) 2017. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2017, explanted: (B)(6) 2017, product type: lead. (B)(4),

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's battery pocket was suspected to have an infection; the patient reported having a fever and drainage from the site. The patient was advised to not charge their battery until the doctor examined the battery pocket to rule out the infection. The patient claimed to have been driving after the implant into oncoming traffic but two days later it was determined that this was inconsistent as to what actually happened. The doctor examined the battery pocket and expedited the explant of their battery and leads for (B)(6) 2017. It was reported that the implantable neurostimulator (ins) was depleted and couldn't communicate. No further complications reported.